Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported loss of capture and low pacing lead impedance were observed. Exit block was suspected. When repositioning was unsuccessful, the lead was explanted and replaced.